Event description:
It was reported the disposable cause the device to exhibit a high-pressure line alarm, so it was decided to withdraw it. The patient requested to interventional radiology to remove the piece of catheter. The event occurred during patient use; however, no one adverse effects were reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.